Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va20nw1 serial# implanted: (B)(6) 2019. Explanted: (B)(6) 2023 product type lead product ID 3387s-40 lot# va214kt serial# implanted: (B)(6) 2019. Explanted: (B)(6) 2023. Product type lead product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023. Product type extension product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6) , ubd: 27-mar-2022, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6), ubd: 01-may-2022, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 13-feb-2025, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 18-feb-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the was admitted with an infection located along the extension wire towards the base of her skull. There was redness and swelling along the extension wire. Patient is non-verbal and non-mobile. Patient lives in a care facility under constant supervision, is ventilated, and needs 24/7 care. Patient was placed on antibiotics. Surgeon decided to remove the entire system since this is the patients 2nd infection since the battery was replaced. The issue was resolved. Additional information was received from the manufacturer representative (rep). The patient has dystonia and cp and is prone to infections due to care. This information was confirmed with the account.